Manufacturer narrative:
H4: the device was manufactured from october 9, 2020 - october 12, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph, did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused. The device did not run the full 24 hours during patient infusion. The device had been filled with flucloxacillin 12000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.